Manufacturer narrative:
Date sent to the FDA: 2/24/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Additional h6. Health effect - clinical codes: e172001. Additional information was requested, and the following was obtained: was there any issue with prolene suture observed during 2nd re-operation? If yes, please provide details of 2nd re-operation and post-op event for prolene suture. - no issue with the prolene since the last procedure. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 02/03/2021. Additional information was requested, and the following was obtained: on what tissue was the suture used? White umbilical line. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? No. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. No. Were there any complications during initial surgery (cholecystectomy)? No. Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or after suture placement? No. When were ¿immediate consequences¿ such as infection, ¿inflammatory sheet per umbilical¿ and abscess observed/diagnosed first time? 10 days post operatively. How was the infection/inflammation and abscess treated? Review of what was suspected to be an abscess but which was only a hyperalgesic inflammatory sheet, surgical recovery in a second time at 1 month for non-healing despite dressing wicking with spontaneous expulsion of the vicryl threads. Surgical recovery for removal of the threads, following which the evolution was favorable. Were cultures performed? Results? Please clarify what was the appearance of the suture during the revision surgery on (B)(6) 2020? The thread in process of resorption, it fragments did the suture spitting or extrusion occur? Yes. What does it mean by ¿umbilical trimming¿ and ¿aponeurotic raphia¿?- the inflammatory umbilical skin had to be resected, the threads removed, the white umbilical line reinforced with separated prolene points (risk to tear up). The umbilical trimming was necessary for aesthetic purposes to perform an umbilical plasty. Was the re-suturing performed during revision surgery? If yes, what was used for re-suturing? Yes, prolene 2/0. Other relevant patient factors/comorbidities/concomitant medications? No. What is physician¿s opinion as to the etiology of or contributing factors to the event occurred? Thread processing problem? Lot compromised? These events are exceptional enough that I notice the repetition of the same table of thread rejections on 3 patients operated on during the same period 3 days apart. The rejection involved all sites sutured with umbilical and para-median vicryl 1+. Since then I have used this wire without observing any problem. What is the patient¿s current status?- the first patient who was re-operated twice has healed, for the moment no eventration. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Product lot number? Unk. What was the appearance of the suture during the suture removal? Was the suture removed in a reoperation procedure? If yes, date and details? How was granuloma and suppuration treated? Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any issue with prolene suture observed during 2nd re-operation? If yes, please provide details of 2nd re-operation and post-op event for prolene suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events for other 2 patients were reported via 2210968-2021-00567, 2210968-2021-00564 and 2210968-2021-00567. Date sent to the FDA: 02/03/2021. Corrected h6 health effect -clinical codes:e2326, e2006, e1906. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Product lot number? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Were there any complications during initial surgery (cholecystectomy)? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or after suture placement? When were ¿immediate consequences¿ such as infection, ¿inflammatory sheet per umbilical¿ and abscess observed/diagnosed first time? How was the infection/inflammation and abscess treated? Were cultures performed? Results? Please clarify what was the appearance of the suture during the revision surgery (B)(6) 2020? Did the suture spitting or extrusion occur? What does it mean by ¿umbilical trimming¿ and ¿aponeurotic raphia¿? Was the re-suturing performed during revision surgery? If yes, what was used for re-suturing? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to the event occurred what is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a minimally invasive cholecystectomy in laparoscopy procedure on (B)(6) 2020 and the suture was used. It was reported that infection and suture rejection occurred one-and-a-half-month post cholecystectomy. It was reported that the immediate consequences were marked by an inflammatory sheet per umbilical in connection with an abscess on probable hyper inflammatory reaction and rejection of absorbable parietal sutures. On (B)(6) 2020, rejection of absorbable aponeurotic threads on the umbilical approach occurred. It was reported that following intervention such as ¿umbilical trimming, aponeurotic raphia and skin plasty in emergency¿ was performed. Additional information has been requested.